Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. In a related transmitter disconnections issue where user the user reported,troubleshooting steps were repeated, but the disconnections persisted without a clear cause. The case was escalated for further investigation.on november 14, 2024, the next level support requested a support upload via the eversense data hub. The user faced difficulties installing the necessary software and was asked to provide screenshots of the error. By november 18, 2024, the user sent the requested screenshots, and it was determined that the transmitter would be replaced. The case was closed with instructions for the user to report any further issues with the new transmitter. However, this issue did not require further troubleshooting support.

Event description:
Senseonics was made aware of an incident where user reported inaccuracies in sensor readings.no injury or medical intervention was reported.